Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient's information not available for reporting. Date of event: unknown. This report is for an unknown nails: pfna-ii/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant and explant dates are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4)

Event description:
This report is being filed after the subsequent review of the following literature article shin w.c., seo j.d., lee s.m., moon n.h., lee j.s., suh k.t. (2017) radiographic outcomes of osteosynthesis using proximal femoral nail antirotation (pfna) system in intertrochanteric femoral fracture: has pfna ii solved all the problems? Hip pelvis 29:2, pp. 104-112. (B)(6). The purpose of the study was to evaluate the geometric discrepancies between the proximal femur in (B)(6) patients, while comparing two types of proximal femoral nails, pfna and pfna ii (synthes, (B)(4)). The study included 71 patients (50 females & 21 males) all with same type of femoral fracture. The patients were split into two treatment groups, a group treated with pfna (38 patients, 15 males & 23 females) and a group treated with pfna ii (62 patients, 23 males & 39 females). Thirteen (13) cases of lateral cortical impingement was discovered in the pfna group. Six (6) cases of intraoperative loss of reduction were observed in the pfna group and one (1) in the pfna ii group. Three (3) cases of lateral wall fracture during nail insertion were observed in the pfna group and two (2) in the pfna ii group. Lastly, proximal protrusion of the nail tip was discovered in 71 patients, 29 in the pfna group and 42 in the pfna ii group. This is report 4 of 4 for (B)(4). This complaint involves 4 parts. One (1) (pfna ii) for 2 cases of lateral wall fracture during nail insertion, and 1 case of intraoperative loss of reduction. One (1) (pfna ii) for 42 cases of proximal protrusion of the nail tip. One (1) (pfna) for 13 cases of lateral cortical impingement, 3 cases of lateral wall fracture during nail insertion, and 6 cases of intraoperative loss of reduction. One (1) (pfna) for 29 cases of proximal protrusion of the nail tip. This report is 2 of 2 for (B)(4).